Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon removed the component and applied another device to complete the proceudre. The hosp has reported no pt injury occurred.